Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains an interferent to the streptavidin used in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of 5 samples from the same patient tested for elecsys ft3 iii (ft3), the elecsys ft4 assay (ft4), and the elecsys tsh assay (tsh) on an e602 analyzer. All 5 samples had erroneous results for ft3 and ft4 that were reported outside of the laboratory. Of the 5 samples, two had erroneous tsh results that were reported outside of the laboratory. The results did not match results from a 6th sample from the same patient that was tested on an abbott analyzer at a different site. This medwatch will apply only to ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4 and refer to the medwatch with patient identifier (B)(6) for information related to tsh. Samples 1 through 5 were tested on the e602 analyzer at the customer site. Sample 6 was tested at a different site on an abbott analyzer. All erroneous results were reported outside of the laboratory. The patient was not adversely affected. The ft3 test was run on e602 serial number (B)(4). The ft4 test was run on e602 serial number (B)(4) the tsh test was run on one of three e602 serial numbers (B)(4).